Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: ccu continues to freeze up during cases and sometimes will not return from sleep mode. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: digital board failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.